Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.50 diopter, into the patients left eye (os) on (B)(6) 2023. The patient experienced pigment dispersion and dilated pupil (non reactive). The lens remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk d6b: unk h6: health impact- clinical code: 4581 - pigment dispersion, dilated pupil (non-reactive). H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).